Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that no stand movements were possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be improper use of the stand control module (scm). The service engineer (cse) reviewed the log files and found error messages with regard to the stand control module (scm). Troubleshooting showed that the scm was not functional most likely because of a cable break. The service engineer replaced the scm cable and the problem was resolved. The replaced cable was returned and available of investigation as well as the log files. An x-ray image of the affected part revealed a cable break near the connector to the scm. According to our historical data the most probable root cause for the defective cable is improper use of the scm, for example rough handling, cable jamming/bending or patient bed collision during patient transfer. No systematic issue in the installed was identified. No further corrective action in the field is planned at this time.